Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she had been receiving a couple of no delivery alarms on the insulin pump. Customer stated that the up button on her pump is cracked and it goes up leading to the back of the pump. Customer's blood glucose at the time of the incident was 300 mg/dl. Customer reported that the alarm was resolved by an infusion set change. Customer stated that she gave herself a correction for her high blood glucose and her blood glucose remained high for the remainder of the day. When she noticed the crack on the pump, customer's blood glucose was 32 mg/dl at the time of the incident. Customer treated with food. Customer reported a low blood glucose of 48 mg/dl when she was at school. Customer treated with food. Customer's current blood glucose is 228 mg/dl. The customer was advised to discontinue use of the pump and to revert to a back-up plan. Customer was also advised that the insulin pump will need to be replaced.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.